Manufacturer narrative:
Pr 9228139 follow up MDR (device history review)" no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 2118468. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd q-syte closed luer access device had a damaged septum and leaked. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, while administering an infusion to a patient, the nurse discovered a break in the septum at the septum of the septal needleless closed infusion connector, which resulted in leakage of medication and insufficient dosage of medication; the positive pressure connector was replaced in time to complete the infusion. Preliminary disposal situation: replace the positive pressure connector promptly.

Event description:
It was reported that bd q-syte closed luer access device had a damaged septum and leaked. The following information was provided by the initial reporter, translated from chinese to english: on 29 march 2023, while administering an infusion to a patient, the nurse discovered a break in the septum at the septum of the septal needleless closed infusion connector, which resulted in leakage of medication and insufficient dosage of medication; the positive pressure connector was replaced in time to complete the infusion. Preliminary disposal situation: replace the positive pressure connector promptly.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.